Manufacturer narrative:
H3: product analysis of part # 9561524, lot # my24g001 visual inspection confirmed the small knuckle handle has broken from the flex arm. The damage to the flex arm handle is consistent with over tightening and excessive force placed on the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4-l5 decompression spinal therapy. It was reported that during an l4-l5 decompression procedure, the handle of the device broke intra-operatively. The device was not implantable, and no fragments remained in the patient. There were no patient symptoms or complications, and no additional treatment or surgery was performed as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
G2: country of origin is india. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.